Manufacturer narrative:
Livanova received report about low po2 values detected during support with inspire 6. No blood gas report/ pump sheet was available for investigation. Based on the available information, gas blender was working properly, no visual defect was found on the involved oxygenator and procedure was concluded without any issue for the patient. No change-out was required since a short surgery was on-going. In addition, patient oxygenation and ventilation parameters during the mechanical support were within specifications. Nevertheless, po2 was reported to be below 60 mmhg for 35 minutes. DHR verification did not reveal any relevant information possibly linked with the claimed defect. The noticed lot was not involved in other similar complaints. Livanova investigation could not address a specific root cause. A possible hypothesis is that the issue is multi-factorial, where a combination of triggering factors might be originating the phenomenon, including interaction with clinical procedure and patient conditions. As no root cause could be addressed and the residual risk is acceptable, no specific action was currently deemed necessary, livanova will maintain monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
Patient information were not provided. The complained inspire 6 start oxygenator (catalog number 050709) is not distributed in the USA, therefore the UDI is not applicable. The oxygenator item 050709 is similar to the inspire 6 oxygenator 050700, which is distributed in the USA, for which the device identifier is (B)(4). The product item 050709 is not distributed in the USA and it is similar to the inspire 6 oxygenator 050700, which is distributed in the USA (510(k) number: k180448). Sorin group (B)(4) manufactures the inspire 6 start hollow fiber oxygenator. The incident occurred in (B)(6). The involved oxygenator was not made available for return to sorin group (B)(4) for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that low level of arterial po2 (58 mmhg) with good co2 ventilation was observed during a procedure. Follow up information with the customer clarified the po2 values remained was below 60 mmhg for 35 minutes. There is no report of any patient injury.